Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 3.5; lab: 2.4. Therapeutic range: 1.5-2.5. Pt just finished antibiotics last week; is a cancer pt and has been somewhat anemic.

Manufacturer narrative:
Investigation pending.